Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 507652 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate therapy. A transmission observed the right ventricular (rv) lead with t-wave oversensing (twos). The lead remains in use. No further patient complications have been reported as a result of this event.